Event description:
The patient contacted animas on (B)(6) 2014 reporting that their blood glucose (bg) was 300-400mg/dl with nausea, vomiting, abdominal pain and diarrhea. The patient reported that there is a history settings (inaccurate delivery) issue. The patient stated that they have gastroparesis, pain, and fatigue. The patient stated that there were basal pump settings made. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.